Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6); h3: the 97755 recharger, serial #(B)(6), was returned for product analysis. Analysis revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported that it was taking longer to charge ins and when they unlock the controller to check it, it shows "finished" but ins is only at 80 percent. No damage on controller port, and rtm gets warm.  The patient noticed that it has been taking longer to charge ins and when they unlock the controller to check it, it shows "finished" but ins is only at 80%. Tss reviewed thatthis would occur if patient electively stops recharging but caller indicated patient isn't doing this and they typically charge sitting down and let the controller go to sleep on its own. Caller looked at controller port and didn't see any damaged but patient didn't have recharger so that couldn't be examined. Patient stated that recharger does get warm. Caller also mentioned that when patient notices the controller says "finished" they have to reset the controller in order to start charging again. Caller stated that the controller only freezes during those instances and not any other times while recharging or when using controller on its own. Caller stated tablet shows that for recharging sessions, the average ending is 80%. Caller provided tablet recharging sessions as follows: 30-100% 48 minutes excellent, 30-100% 1.1 hours excellent, 30-90% 1.4 hours good, 50-100% 48 minutes excellent, 40-90% 1.6 hours good. The issue was not resolved through troubleshooting. The caller was redirected to have patient call ps with recharger serial number to replace the recharger. Tss reviewed the controller may need to be replaced if replacement doesn't resolve the issue. Tss reviewed that if both controller and recharger are replaced and issue is still occurring, the "finished" screen may be occurring if patient is unknowingly stopping recharging.